Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for normal follow-up, increased capture threshold was observed. Programming changes were made. The patient was in good condition.